Manufacturer narrative:
This event is reported at this time based on analysis results that indicated a reported event. H3. Product analysis #(B)(4): equipment used: vis (m-78210), 203cm ruler (m-83361), drawing(s) referenced: dwgs31642 rev. D, as found condition: the solitaire x pusher was returned for analysis within a shipping box and a plastic bio-pouch. Damage location details: the solitaire x pusher was found separated at ~185.2cm from the pusher proximal end. Compared to the product drawing, ~14.8cm of the solitaire x pusher was found separated and not returned. Testing/analysis: the solitaire x pusher was sent out for sem failure analysis. Per the sem report, the broken end failed via ductile overload. Conclusion: based on the device analysis and reported information, the customer¿s ¿kink/damaged¿ report was confirmed as the solitaire x pusher was found damaged (separated). Pusher separation can occur if the device is advanced/retrieved against resistance. However, the cause of the pusher separation could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire was bent. The treatment was completed with a different product. The reported device and any accessory devices were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of ischemic stroke in the right m1. It was noted the patient's vessel tortuosity was moderate. Ancillary devices include a fubuki 8f guide catheter. Additional information was received that the wire was bent when taking out the product. Additional information received reported there was no damage to the packaging.